Event description:
Reference number (B)(4). Event occurred in spain, it was reported that patient was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2024. The insertion site was at low back glutes. The blood glucose value at the time of hospitalization was 301mg/dl and sensor glucose value was 255 mg/dl. The patient was having symptoms of tiredness and tested positive for ketones (2.4 and 2.6 later 0.6). The patient was hospitalized for 4 hours and was treated with pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.